Event description:
It was reported that the patient presented to the emergency room due to inappropriate therapy. Lead oversensing and impedance increase were observed. The lead was explanted and replaced with a new lead. No further patient complications were reported as a result of this event